Event description:
It was reported that during implant attempt, it was noted that the proximal end of the proximal coil was abnormal. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted. The proximal end of the svc cable is distorted. The observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through and introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended, according to the (B)(4) technical manual. This distortion likely did not affect the device. Full lead returned and analyzed.